Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure, it was noted the femoral stem was loose after implantation. The stem was removed and another stem was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive in determining root cause.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.